Event description:
It was reported that the maxzero needleless connector had a loose connection to the power PICC hub. The following information was provided by the initial reporter, translated from japanese to english: "this is a report about loose connection to mz1000. According to the customer's report, when mz1000 was connected to the hub of power PICC (#3275335j, medicon), the connection was loose."

Manufacturer narrative:
The following fields were updated due to additional information: possible lot numbers, d4: medical device lot #: 20028059. D4: medical device lot #: 20028060. D4: medical device lot #: 20028061. H4: device manufacture date: 2020-02-01. H4: device manufacture date: 2020-02-01. H4: device manufacture date: 2020-02-01. Investigation summary: one mz1000 sample was received for investigation; no packaging was received with the sample, however an analysis of the laser ID printed on the sample indicates the affected lot number to be 20028059, 20028060 or 20028061. A visual inspection of the received sample did not identify any signs of damage or manufacturing defects which could have contributed to the customer's experience. Functional testing was performed by connecting the mz1000 sample to a PICC line and to a 50ml bd plastipak syringe from retained stock and flushing with fluid; no connection issues were identified with any luer of the mz1000 sample. Furthermore, the sample was subjected to pressure testing whilst connected to the PICC line; again no leakage was identified during pressure testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for each of the potential lots did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the reported issue in this instance. Testing of the returned sample did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. In this instance the connecting product in use at the time of the customer's experience was not available for investigation and therefore it has not been possible to confirm if this may have contributed to the customer's experience. A review of the customer feedback database indicates that reports of this nature against the maxzero product occur at a low frequency and have not been attributable to a product defect or manufacturing issue.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the maxzero needleless connector had a loose connection to the power PICC hub. The following information was provided by the initial reporter, translated from japanese to english: "this is a report about loose connection to mz1000. According to the customer's report, when mz1000 was connected to the hub of power PICC (#3275335j, medicon), the connection was loose."